Event description:
It was reported that after applying iv3000 7cmx9cm it is coming off after getting wet. It does not seem to be waterproof at all. Sometimes while pulling off from the opposite direction, the tension of used iv3000 is breaking down.